Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a rapid blood glucose decrease to 57 mg/dl while using an fsl3+ sensor integrated with ilet, during which the sensor generated errors and ilet did not display recovery due to missing readings. Symptoms included hypoglycemia with shaking and tremors, and the patient self-treated with oral carbohydrates and food, after which she felt recovered. Outcomes included an unexpected medical intervention in the form of patient-administered oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available due to insufficient information, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.